Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a medical advisor and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who was treated with poly-l-lactic acid (sculptra) one and a half years ago. Relevant medical history and concomitant medication information were not mentioned. In (B)(6) 2008, the patient developed an infection in the lower malar region. Corrective treatment included antibiotics and corticoid therapy. At the time of this report, the event remains ongoing. No further information was provided. Reporter's causality assessment: not provided. Additional information received on 02-oct-08: (B)(4).